Event description:
Pt needed to have the aortic root replaced. Valve was explanted as they needed a valved conduit for the pt. The valve was not replaced due to valve failure or complaint about function.